Event description:
IV pump set to run 250ml bag of lipids at 21ml/hr. Approximately 1.5-2 hours later the nurse noticed that the lipid bag was almost empty, even through the pump stated that it still had 221ml yet to infuse. Pump was then placed on "hold" but continued to infuse as a steady drip. Verified by a second rn. All tubing was verified that it was installed properly. No patient harm. Pump taken out of service and sent to clinical engineering for evaluation.